Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID: 37092, lot# 221340003, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: accessory. Product ID: 3550-39 lot# n213345, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: accessory.

Event description:
The consumer via the manufacturer representative reported that the patient had a full system explant on (B)(6) 2016 due to a fall that had "messed things up." It was noted that the system worked prior to the fall, and the date of the fall was unknown. The consumer reported that she fell out of an rv and hit a rock, which destroyed the system. Diagnostic testing or troubleshooting was not performed. It was unknown whether the patient recovered completely. The patient's indications for use included post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.